Event description:
It was reported that during a case with a primary tibial nail, one of the reamers would not pass over the guidewire. Rep used backup reamer to complete the case. The reamer would not pass over anything.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.